Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the while performing a self check the device would not recognize port one for invasive blood pressure. There was no patient involvement.